Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 3 of 4 for (B)(4). It was reported by the affiliate in (B)(6) that on (B)(6) 2022, the patient underwent an open reduction internal fixation procedure with the fns for the fracture of the femoral neck. According to the report, the surgery was completed successfully without any surgical delay. However, it was reported that after the surgery, bone healing failed. Therefore, removal of the fns and the bipolar hip arthroplasty was scheduled on (B)(6) 2022 but was later cancelled due to a patient¿s urgent request to be transferred to a different hospital. The current status of the patient was unknown. No additional information was provided. This complaint involves four (4) devices.